Event description:
A customer reported a bent sensor tip with the freestyle libre 2. As a result, customer experienced a loss of consciousness. Customer was unable to self-treat and was treated by a third-party who provided ¿something to drink¿. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The date the incident occurred is unknown. The date entered is per the customer report of "two months ago", from case awareness date. All pertinent information available to abbott diabetes care has been submitted.